Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to clinic on (B)(6) 2024 morning and upon entering the office, the patient began to experience driveline power fault. They denied any previous alarms with the exception of low voltage when batteries were low. The event log file recorded a driveline power fault event associated with a (f5) pwr_b_broken fault on 29mar2024 at 8:00:32. Modular cable exchange was completed without incident at 09:36. Thus far the patient had not experienced any subsequent alarms. Log file post exchange had just a couple of lines of data while the new controller was connected. The data indicated that the recorded current across both power conductors were almost consistently event as they should be. Additional information stated that the patient did not experience any further alarms after the cable exchange. The exchanged cable was disposed of.

Manufacturer narrative:
Section b2: corrected. Section d1: corrected. Section d4, catalog number: corrected. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 3 days ((B)(6) 2024 per time stamp). On (B)(6) 2024 at 08:00:32, the driveline power fault alarm was active due to a power b broken fault. The fault was active earlier at 06:40:33 without an associated alarm. The alarm remained active throughout the remainder of the log file and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted controller event log file post modular cable exchange spanned approximately 9 days ((B)(6) 2000, (B)(6) 2020, (B)(6) 2022, (B)(6) 2023, (B)(6) 2024 per time stamp). There were no notable alarms were active in the log file. The modular cable, lot 7562929, was not returned for analysis. Additional information provided stated that the patient did not experience any further alarms after the cable exchange. The exchanged cable was disposed of. A root cause for the reported event cannot be conclusively determined through this analysis. Device history record was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook (rev d) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. C) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.